Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that on (B)(6) 2018, during a day case a patient was being treated for a right popliteal lesion using the antigrade access and the common femoral artery (cfa) was noted to be moderately calcified. The angio-seal was placed successfully and hemostasis was achieved with the device. After the procedure the patient was discharged per hospital policy following prescribed bed rest period. The following day, (B)(6) 2018, the hospital called the patient for their 24hr follow-up and the patient mentioned slight tingling/pain in the right foot so the hospital advised the patient to return to the hospital but they did not. The hospital called the patient again on (B)(6) 2018 for a 48hr follow-up and the patient indicated that the foot was cold, the patient was then instructed to attend a & e which they did. The foot was observed to be cold and the pulses were measured. The patient was offered admittance to the hospital but they self-discharged. On (B)(6) 2018 the patient was contacted by the vascular surgeon and instructed to return to the hospital as a matter of urgency, they were then admitted the same day. On (B)(6) 2018 the puncture site was operated on and the footplate (anchor) of the angio-seal was found to be the cause of occlusion. It was noted that the angio-seal footplate was not snug to the vessel wall but was in fact in the lumen of the vessel while still attached to the suture (free floating). The footplate was removed, endarterectomy performed and a vascular patch was applied to the vessel. The patient was discharged on (B)(6) 2018 with no further issues. The patient is well and has had no further issues to date. Additional information was received on 5/8/18: a 6fr procedural sheath was used prior to the use of the angio-seal. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was performed of the intended procedure site. It was reported that the angio-seal failed at the time of deployment so manual pressure was held to gain hemostasis. The puncture site was positioned in the cfa (common femoral artery). The cfa was noted to be mildly diseased but dissection was not noted. A duplex ultrasound was performed to diagnose the occlusion/thrombosis and distal pulses were present. Blood loss was reported to be less than 250 cc.